Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the lens dislocated. The iol was exchanged four days later for another lens model. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire was not received. (B)(4).